Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse0 evaluated the iabp, and to fix the issue, the fse replaced the batteries and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Please note that the date (getinge's aware date) previously reported in the initial report was incorrect. The correct date should have read (B)(4) 2017. The first name of the initial reporter in block has been abbreviated due to field character limit; the full name should read (B)(6). In addition, (B)(6) (the initial reporter) is a getinge (B)(6) , whose contact details are different from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During a scheduled preventive maintenance by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, thus no adverse event was reported.